Event description:
It was reported that the wireless module keeps rebooting the pump causing it to shut down without user input. There was no report of patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation found that the module was inoperable due to a "check battery" condition due to corrosion on the wireless module flex and radio pcb as a result of fluid intrusion which caused the components to fail. The "check battery" condition prevents the modules capability to perform as expected and is a known contributor to the reported symptom. Baxter found the module to be beyond repair, therefore, it was scrapped at the customer's discretion.